Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 0 joules. Also, it was reported that there was an excessive push into the small working channel. No pt injury was reported.